Event description:
It was reported that a malfunction alarm occurred with the code "malf 12." There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information, assisted the customer with resetting the pump, and ensured the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues reoccur.